Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Channel retainer. The analysis results found that the (B)(4) device was received with the clamping mechanism damaged and with no cartridge loaded in the device. No functional test was performed. The device was disassembled to verify the condition of the internal components and the shroud was found broken were engages with the channel retainer. While no conclusion could be reached as to how damage to the device occurred, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a video assisted thoracic surgery procedure, after first reloading incomplete staple line. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.